Event description:
The customer stated that he was instructed by his doctor to go to the hospital for treatment of hyperglycemia and bronchitis. The customer's blood glucose reading was 284 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime, self, and displacement tests passed. The customer stated that the insulin pump alarmed motor error several times. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.